Event description:
Broken head restraint and failed cardiac arrest.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.